Event description:
It was reported that during follow up the pulse generator displayed a warning message, during auto capture test. A manual threshold capture test could be successfully performed. Auto capture was turned off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.